Manufacturer narrative:
It was noted that the patient is a "young child". The exact age is unknown. PMA 510(k): additional 510(k) - k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the silicone on a portex bivona uncuffed pediatric flextend plus silicone tracheostomy tube split at the top of the shaft, and the coil wire was exposed. The tracheostomy tube was in use when a staff member heard an audible leak and the ventilator alarmed. The tracheostomy tube was removed and a new one was placed immediately. It was after removal that the split in the silicone was observed. It was noted that the tracheostomy tube had "only been used twice". No injury was reported.